Event description:
The pt had the device placed during an incisional hernia repair. Before the skin was closed, the pt became "light" under anesthesia, started "bucking" and approx 6 sutures pulled through. The sutures were repaired, and the procedure completed. The pt is doing well. Although a tear in our device occurred, the event was initially attributed to the pt events during surgery, and not to the device. Lifecell is now reporting as a malfunction. Although a serious injury did not occur, there is a potential for serious injury if the malfunction were to recur. As a result of a recent gap assessment, process improvements were made to the lifecell complaint investigation process and the FDA reporting procedure. This report is being filed retrospectively as part of a CAPA that resulted from this gap assessment.

Manufacturer narrative:
Method of eval: review of info reported to lifecell. Review of the device history records. Query of lifecell complaint mgmt database for any similar complaints reported against this lot. Results of eval: review of the device history records resulted in no remarkable findings; lot met qc release criteria including mechanical testing. At the time of initial investigation, (B)(4) grafts were distributed from lot s10672, including (B)(4) grafts that were reported as implanted. As of (B)(4) 2011, there were no other complaints reported to lifecell against this lot. Although a tear in our device occurred, the event was attributed to the pt events during surgery, and not to the device. Internal investigation demonstrated that the device met qc release criteria including mechanical testing. There was no serious injury, but there is a potential for serious injury if the malfunction were to recur.